Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited unspecified capture problem. Upon trying to reposition the lead the achieve acceptable threshold, the helix exhibited failure to extend. The rv lead was not used and replaced. The patient experienced no consequences.